Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that a patient was seated upright at the head of the table during a scan, with the pallet extended off the end of the table. After completion of the scan, the operator initiated table pre-programmed motion (ppm) to remove the patient. The table halted during ppm, and the operator forcefully pulled on the table handle at the foot of the bed, which resulted in breakage of the latch securing the pallet to the table. With the pallet unsecure on the table, the pallet flipped upward toward the head of the table where the patient was seated, and the patient fell to the ground. The patient was sent to the emergency room (ER) but details of patient impact were not disclosed by the hospital. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.